Event description:
A report was received that the patient had discomfort at the pocket site. The patient underwent a pocket revision wherein the ipg was replaced per physician's preference and was repositioned. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.